Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. H6: component code mechanical (g04) ¿ rasp. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint, no product returned or pictures provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: report source : (B)(6). Product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the right offset holder for a taperloc rasp broke and needs replaced. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.